Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the device wasn't working for them because they had loose bowels and had no control over when they peed. They noted that they did not feel the stimulation. No matter what program they were on, they stimulation was uncomfortable if they turned it up past a certain point. The stimulation was comfortable when they turned it down. The therapy was on at program 3 at 0.5 v. They increased it to 0.6 v and still felt stimulation comfortably. There were no falls or trauma related to this issue and it was noted to come as a sudden change. They had already tried programs 1, 2, and 3 but, when they increased the stimulation on those programs, the stimulation hurt their body. It again resolved once the stimulation was turned down. They changed to program 4. They noted that they had an appointment scheduled with their healthcare professional (hcp) for the friday after the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.